Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the lead was replaced due to a loss of stimulation. The patient recovered from the surgery and was back on therapy. A follow up report will be sent if additional information is received.